Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The root cause of the reported event cannot conclusively be identified. However, based on the results of the investigation, the cause of the issue was due to user deviation from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope acecide concentration checks were not being performed every time. There were no reports of patient involvement.